Manufacturer narrative:
As reported in a research article, a sjm masters series mechanical heart valve was explanted due to aortic root dissection, pseudoaneurysm, and prosthetic valve endocarditis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "m.chimaera post avr causing aortic rupture and prosthetic valve endocarditis" accepted on 06 february 2020 was reviewed. It was reported in the article that a (B)(6) year old male was implanted with a 25mm abbott mechanical heart valve due to aortic insufficiency. Post procedure, the patient presented with an aortic root dissection, pseudoaneurysm and prosthetic valve endocarditis (pve) requiring surgical reinterventions twice with a positive mycobacterium chimaera (m. Chimaera) tissue culture despite prolonged antimycobacterial therapy. A third intervention was performed and the valve was explanted and replaced with cryopreserved donor homograft. During the last follow up, the patient was stable and did not demonstrate any abnormalities and continues antimycobacterial therapy. The article concluded that it is recommended to recognize the risk that exists of m. Chimaera infections in cardiac surgery patients. Early surgery with close follow-up in addition to comprehensive intraoperative preventative measures is crucial once m. Chimaera infection has been diagnosed. The primary author of this article is shubham david shan, md of division of cardiac surgery, mazankowski alberta heart institute, university of alberta. The corresponding author is roderick macarthur, md of division of cardiac surgery, mazankowski alberta heart institute, university of alberta with the corresponding email roderick.macarthur@albertahealthservices.ca.